Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that immediately after starting treatment with a polyflux 170h, an external blood leakage was observed. The treatment was completed without any problems after replacing the new product. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: h6 and h10. The actual device was not available; however, two photographs of the sample were provided for evaluation. Visual inspection of one of the photographs only showed the product label was visible. Visual inspection of the other photograph showed blood on the dialysate side of the dialyzer. The reported condition of external blood leak was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. As the actual device was not returned, the cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.